Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and highly tortuous proximal left circumflex (cx). The 2.5x16mm taxus liberte stent delivery system (sds) was advanced but unable to cross the lesion. When the device was removed and examined outside the body, it was noted that the stent edge was deformed. The procedure was completed with another of the same device. There were not patient complications and the patient's current condition is listed as "good".